Manufacturer narrative:
(B)(4)

Event description:
The receiver data log was reviewed on 01/29/2016. The complaint of a loss of connection was confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Patient's father reported to patient care specialist on (B)(6) 2015 to report a loss of connection that occurred on (B)(6) 2015. No additional patient or event information is available.